Manufacturer narrative:
The device involved in the event has been returned to (B)(4) for investigation and the defect can be confirmed. However, the detached part has not been included in the return. A visual inspection of the area of breaking did result in one clear observation: there's no intention for a breaking due to excessive force during handling. From this particular lot, no other similar complaint has been reported and no manufacturing defects are known. A change in material was introduced in mid-2011 to increase stability against inter-crystalline corrosion. The particular product has been manufactured before this change became effective. Nevertheless, the product design is state-of-the-art, confirms to applicable international standards and meets the expectations of users already with the former material. The scenario in principle has clearly been addressed the risk management file. However, the root cause for the event could not be determined conclusively. The occurrence rate of such incidents is not higher than foreseen for this product family and corresponds to the complaint rate of other manufacturer's products. No consequences to the pt have been reported. The user confirmed that the pt has not been put at risk at any time during the procedure. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Branche of the mouthpiece has broken. The surgeon has had searched for the broken item in the pt and had recovered it.